Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
During the pacemaker replacement procedure on (B)(6) 2010, measurement of the implanted lead with a psa revealed normal values (threshold 1.6v x 0.5ms, impedance 440 ohm with 1.6v, and r wave 13.6mv). The subject device was next connected; no abnormality was witnessed in association to this lead connection. The pacemaker was confirmed to be pacing at vvi 70 on the electrocardiograph. Five days after the implantation of the subject device, the patient's heart rate was determined to be less than the programmed pacing rate. Control of the device revealed that no pacing spikes were being delivered even with the highest outputs when programmed in unipolar or bipolar configuration, and a high lead pacing impedance was measured (3000 ohm). On (B)(6) 2010, an intervention was carried out and the lead was able to be disconnected from the subject device without loosening the set-screw. Another pacemaker was connected and implanted.